Event description:
On (B)(6)2009, the pt reported that while on a bike ride his infusion device fell or "broke" off at some point. He stated that the infusion tubing broke at the luer connection. He stated that he changes the infusion tubing every week. He was assisted in switching to his backup infusion device. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party address the issue. The infusion tubing was requested to be returned for eval.